Event description:
A pt reported blood glucose results of "129 mg/dl" with a lifescan meter and "99 mg/dl" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.